Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the display of the blood glucose monitor was defective. There were multiple dashes along the left margin of the screen. The patient was not able to see the "insulin still active" screen. One or more of the meter¿s display pixels were not working.